Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It should be noted that the guide wires instructions for use states: ¿do not: push, auger, withdraw or torque a guide wire that meets resistance.¿ the investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the during removal of the guide wire from the anatomy, the guide wire encountered resistance and subsequently broke. Factors that may contribute to difficulty removing the guide wire include, but are not limited to, inner diameter of the accessory devices, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the accessory devices or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. Additionally, it is possible that manipulation of the guide wire, when resistance was encountered, resulted in the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6- code 2017 -improper or incorrect procedure or method-excessive force.

Event description:
It was reported that the procedure was to treat a moderately tortuous lesion in the posterior descending artery with the 0.014 hi-torque balance middleweight guide wire. At the end of the procedure, during withdrawal resistance was noted as the distal segment became stuck and some force was applied. The core broke outside the anatomy yet remained intact by the coils and was simply withdrawn. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported break was confirmed as a material separation. The reported difficult to advance could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that force was used to remove the guide wire once it has encountered resistance during removal. It should be noted that the guide wires instructions for use states: ¿do not: push, auger, withdraw or torque a guide wire that meets resistance.¿ the investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the during removal of the guide wire from the anatomy, the guide wire encountered resistance and subsequently broke. Dimensional analysis of the returned wire confirmed the device was within specification. The analysis also noted core bends and misaligned coils. These types of damage can occur during advancement and impact maneuverability. It is likely that the wire sustained damage during use, contributing to the reported difficulty during advancement. Additionally, the reported break was confirmed as a core separation. The fracture face of the separated was bent and jagged. This indicates force applied at a kink or bend. It is likely that manipulation of the guide wire, when resistance was encountered, contributed to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Corrections: d9 - device available for evaluation: updated from no to yes. H3 - device evaluated by mfg?: updated from no to yes.